Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was also noted the patient can feel capture lead testing during the night. The lead was reprogrammed and the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.